Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Troubleshooting was performed and the display returned. They will be sent a replacement battery cap. The customer also reported that they had a high blood glucose level of 400 mg/dl on (B)(6) 2017. The customer¿s current blood glucose level was unknown. The customer stated they did not feel okay to troubleshoot for the high blood glucose. The customer treated their high blood glucose with a syringe. The device will not be returned for analysis.